Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction: d9, h3, h6-type of investigation from "10 - testing of actual/suspected device" to "4114 - device not returned". Additional information: h4, h6, h11. The device was not received; however, the reported event was confirmed through photos provided. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the reported event occurred due to the buckling of the needle tube/frictional resistance between the outer tube and the needle tube when the needle was extended. However, a definitive root cause was not determined. The event can be detected/prevented by the following instructions for use which state: -straighten out the instrument before inspecting it. The instrument can be damaged if it is coiled while the handle is operated. -operate the slider slowly, otherwise the tube could buckle. -when inserting the instrument into the endoscope, retract the needle into the sheath, hold the instrument close to the biopsy valve, and keep it as straight as possible relative to the biopsy valve. Otherwise, the instrument could be damaged. -insert the instrument slowly. Abrupt insertion could damage the endoscope and/or instrument. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
During the device evaluation, it was discovered that no fluid could be discharged from the needle tip of the subject device. This event had no patient involvement.